Event description:
Customer obtained an ethanol result from ER patient of 0.0 mg/dl. The result was questioned by physician, a repeat was performed with a result of >300mg/dl. The following morning a second sample was ordered with a result of 0.00 mg/dl sample was repeated with a result of 299.19mg/dl before releasing out of lab. Patient care was not affected by initial result.